Event description:
The customer reported that the ECG waveform is automatically increasing. Additional information received indicated that, the reported issue is related to the device's sweep speed functionality. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact / injury.